Event description:
It was reported that pump displayed recurring malfunction alarm and customer could not provide blood glucose information. There was no reported impact to the customer¿s blood glucose level. Distributor turned pump on and repeatedly received same malfunction alarm, could not access pump, and arranged for pump return and replacement pump for customer, with no additional information available regarding further actions or outcome of event.